Event description:
It was reported that the patient with this right ventricular (rv) lead and associated implantable cardioverter defibrillator, attended the clinic as they heard beeping tones coming from the device. Measurements were performed, and it was found that the rv shock impedance was high out of range and fluctuating from 155 and 160 ohms, and even to 200 to 220 ohms. Additionally, noisy signals on the shock channel were noted. Boston scientific technical services (ts) recommended further troubleshooting, including x-ray imaging to confirm correct system placement and because the engineering team believed the reported observations could be related to a potential lead conductor fracture. Later, x-ray imaging was completed and reviewed, and no clear signs of a lead conductor fracture were identified. The patient also stated that they have not had a fall or impact to the chest area. At this time, no further information is available. This lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).